Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s co-worker¿s wife reported via an email that the customer experienced high blood glucose level. The customer¿s blood glucose level was 700 mg/dl, over 600 mg/dl, 577 mg/dl. The customer¿s current blood glucose level was 108 mg/dl. The customer was treated with the manual injections. The customer declined troubleshooting. The insulin pump will not be returned for the analysis.